Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon fourth inflation, it was noted that the balloon ruptured at 8atm within 25 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection on hypotube shaft has no issues identified. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the distal extrusion identified a 3mm tear in the outer lumen approximately 25mm from the tip. There was lifting observed in two different blade sets, the lifts were in the proximal portion of the distal blade segment. Bumper tip showed no signs of distal tip damage. No issues or damage was noted with either markerband.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon fourth inflation, it was noted that the balloon ruptured at 8atm within 25 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.